Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been receiving power error detected alarms on the insulin pump. The insulin pump had completely turned off and when she woke up, her blood glucose level was high at 398 mg/dl. Troubleshooting was performed. They were given a series of steps to go through after the call ends to resolve the issue. The device will not be returned for analysis.